Manufacturer narrative:
Result: the neuron 6f 070 delivery catheter was fractured approximately 107.0 cm from the hub. The catheter shaft was ovalized approximately 30.0, 38.0, 51.0, 74.0, 82.0, and 98.5 cm from the hub. The catheter was also kinked approximately 3.5 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicates that the neuron delivery 6f 070 catheter was inserted into a rotating hemostatic valve (rhv) with a peel away sheath and was ovalized. The catheter was retracted and fractured. Evaluation of the returned product confirmed that the distal tip of the neuron 6f 070 delivery catheter was ovalized and fractured. Based on the description of the event and evaluation of the device, it appears that the rhv was over tightened; therefore, applying too much force which then ovalized the catheter. The neuron 6f 070 delivery catheters are 100% visually inspected for damage during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure using a neuron 6f 070 delivery catheter. While the physician attempted to insert a neuron 6f 070 delivery catheter through the y connector, it became ovalized and fractured. The patient is well and there was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.